Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The customer did not provide the exact date and time of the hyperglycemic event. A follow-up request was sent to clarify the date and time of the event but there was no response to the request. The complaint was investigated based on limited information available. Investigation found that low and predicted high glucose alerts were triggered on (B)(6) 2019. Investigation found no malfunction of the device.

Event description:
On december 19, 2019, senseonics was made aware of an adverse event where the patient experienced a hyperglycemia event. The patient self treated and resolved the event.